Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the small intestine during a dilatation procedure performed on (B)(6) 2016. According to the complainant, resistance was encountered when trying to remove the device through the endoscope. It was noted that the exit marker was bent in an accordion shape. In order to remove the device from the endoscope, the endoscope and the device were removed together from the patient, and the device was then cut in order to be removed from the endoscope. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that only a section of the distal end of the device was returned and the exit marker was bunched up. Functional analysis could not be performed due to the condition of the device. The noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the small intestine during a dilatation procedure performed on (B)(6) 2016. According to the complainant, resistance was encountered when trying to remove the device through the endoscope. It was noted that the exit marker was bent in an accordion shape. In order to remove the device from the endoscope, the endoscope and the device were removed together from the patient, and the device was then cut in order to be removed from the endoscope. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.